Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15 mar 2024, it was reported that one infusion set tubing was leaking at adhesive area. The infusion set in use for a day. The patient's blood glucose was high and was treated with correction injection via mdi. No further information available.